Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead was capped. Remote monitoring showed rv impedance alert less than 200 and recording showed multiple episodes of rv sensing noise, thus rv lead insulation failure was noted. No adverse patient events reported. Should additional information become available, it will be added to this file.